Manufacturer narrative:
The device was discarded by the customer and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Iris damage is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that the patient had a shallow anterior chamber and visualization was poor during an attempt at istent implantation. The surgeon was moving the stent across the eye and the stent caught on the iris and tore the iris approximately 2 clock hours temporally.

Manufacturer narrative:
MFR reference # (B)(4). Submitted to FDA on 04/20/2017.

Event description:
Clinical follow-up was requested and on 04/20/2017 the surgeon provided the following event details. There was transient bleeding intraoperatively that was self-resolving. The patient reported light streaks as a result of the iridodialysis. On (B)(6) 2017 the patient underwent surgical intervention to repair the iris damage, and is currently healing from the surgical repair. Additional information will be requested.